Manufacturer narrative:
Correction h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during rectal high anterior resection, there was an impression that the firing stopped in the middle. The second firing was performed without problem, but when checking the indicator, low battery indicator was displayed. After the procedure, the nurse charged the handle, but the charging stopped after some time and the handle could not be fully charged. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The close key is pressed and held during firing as intended use. Before reaching endstop at about 35% through firing of the device, the close key is released by the user and the open key is pressed. According to srs 168, "anytime during the firing process, when the fire button is released and the open button is pressed, the power pack shall exit firing mode and the knife shall automatically retract to the clamp position". By pressing the open key the user exited firing mode. The rear housing was removed and the internal components of the handle were investigated. Extensive damage was found along with a chemical smell. Oled casing appears melted, seals around the battery pad connection were found to be broken and the foam placed on the battery was melted to the rear housing of the handle. Extreme water and corrosion damage is seen throughout the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The partial firing was caused by the user releasing the fire button partway through the firing. The contamination inside the handle is likely due to improper cleaning of the handle. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during rectal high anterior resection, there was an impression that the firing stopped in the middle. The second firing was performed without problem, but when checking the indicator, low battery indicator was displayed. After the procedure, the nurse charged the handle, but the charging stopped after some time and the handle could not be fully charged. There was no patient injury.